Event description:
Pt reported obtaining back-to-back blood glucose results of 469 mg/dl, 176 mg/dl, and 113 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.